Manufacturer narrative:
(B)(6). Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd p100 blood collection system for plasma protein preservation showed issues on the position of the separator before placing in the centrifuge. No report of medical intervention or serious injury.